Event description:
Physician was attempting to deliver one integrity bare metal stent (3.50mm x 26mm) to a lesion in the rca with light tortuosity. Device had been prepared with no issues noted. During advancement the device became caught. Force was used when resistance was met and stent strut deformation occurred. Another device (integrity 3.0/26mm) was used to complete the procedure, with no issues reported. No adverse event to the patient. No clinical sequelae were reported. Evaluation summary: the hypotube was kinked 40.2cm distal to the strain relief. The proximal balloon pillow and the distal balloon folds were partially expanded with liquid visible inside. Numerous struts on the 1st two proximal stent segments were raised and deformed. A number of struts on the 9th and 10th proximal segments were misaligned. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: related to operational context - root cause of the stent deformation is most likely procedural related. Failure to follow instructions ¿ force used when attempting to deliver the device. (Deformation problem). Evaluation conclusions: related to operational context - root cause of the stent deformation is most likely procedural related. Failure to follow instructions ¿ force used when attempting to deliver the device. (B)(4).